Manufacturer narrative:
A work order search. Evaluation results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2010v into pt's eye with no damage to the lens, however, due to pre-existing capsule and zonular damage done during the phacoemulsification of a very dense cataract, this lens wouldn't center properly in the capsule bag, due to the bag being too weak. The surgeon had to enlarge the incision to remove the lens and performed a vitrectomy and put a lens in the sulcus and sutured the incision. The reporter stated there was no malfunction of the lens, the pt's capsule tear and rupture of zonules were a result of a very dense cataract and occurred during phacoemulsification, and they do not use any staar phaco equipment.